Event description:
The complainant alleged that while monitoring a patient, the device would not acquire an ECG signal. The complainant indicated that the clinician was able to obtain another device to treat the patient. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.